Event description:
When the physician was attempting to insert the intravascular ultrasound imaging catheter (ivus) into a y-connector, outside the patient, the distal tip of the ivus became detached. There were no reported problems during device preparation and no report of resistance with catheter movement on guidewire.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. Visual analysis of the returned device noted bloodstain inside of the distal tip assembly and fluid inside the telescope assembly, no fluid was found inside the hub, no kink was observed in the sheath assembly. The catheter was returned in two pieces the catheter body and the detached distal tip end (2.4 cm). The complaint sample was sent to an outside vendor for oxidation analysis and the result revealed high levels of oxidation at the surface of the tip fracture and throughout the tested. Image characterization testing was performed a good image appeared in the system and the product performed within specification. The device labeling and directions for use were reviewed. The risk of tip detachment is included within the labeling of the product. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned. Customer notification has been distributed to (B)(6) customers and sent to (B)(4). FDA report of correction and removal was filed (B)(4) 2001 ((B)(4)).

Event description:
When the physician was attempting to insert the intravascular ultrasound imaging catheter (ivus) into a y-connector, outside the patient, the distal tip of the ivus became detached. There were no reported problems during device preparation and no report of resistance with catheter movement on guidewire.